Manufacturer narrative:
Follow-up #1: date of submission 04/17/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump display screen was observed to be scratched during testing. During evaluation the force sensor was found to be out of calibration.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump display screen was scratched and cracked. The reporter indicated that the display screen could still be read safely at the time of the call. There was no moisture ingress or corrosion noted related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.